Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number and expiration date under d4 and manufacture date under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 20-jan-2026 against "lot number 6008291 and similar malfunction code(s): soft cannula bent/kinked/crimped after removal - blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6008291 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) plan of the same or similar nature. Similar complaints search: a query was run in the eqms on 20-jan-2026 against "lot number" criteria equal 6008291 and similar malfunction codes soft cannula bent/kinked/crimped after removal - blockage.soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site,soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaint is 9. The complaint numbers are complaint (B)(4). Conclusion: after review, only complaint (B)(4) were determined relevant to the reported issue. The other seven records were previously closed and are not applicable to this investigation. For more details see the document query_export_results attached in the child record (B)(4). Device history record (DHR) review: the lot 6008291 was manufactured according to the work instruction (wi) version 115 and manufactured in the line 3 inset on 25/jul/2024 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in the complaint (B)(4) on 03/jun/2025. Work instruction (wi) - visual testing: 10 samples out of 10 tested passed visual inspection for the reported malfunction code soft cannula bent/kinked/crimped after removal - blockage. Work instruction (wi) - functional testing 1 air flow test for complaints area version 2: 5 samples out of 10 tested passed functional testing (the other five reference samples could not be tested because were used in a special investigation under CAPA 1999254) for the reported malfunction code soft cannula bent/kinked/crimped after removal - blockage. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula on (B)(6) 2025. The blood glucose level of the patient was high which the patient tried to treat with correction bolus via pump. The ketones were high. Therefore, on (B)(6) 2025, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. The highest blood glucose level of the patient was 646 mg/dl. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication intravenously as corrective treatment which resolved the issue. The patient was released on (B)(6) 2025. Moreover, the infusion set was used for less than a day and site was patient's abdomen. Also, symptoms were noticed within three hours of insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.